Manufacturer narrative:
At this time no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per information provided by the patient's attorney, medical records & product ID page: on (B)(6) 2011 the patient was diagnosed with vaginal vault prolapse, stress urinary incontinence and underwent a bilat salpingo-oophorectomy, sacrocolpopexy with implant of a bard/davol flat mesh, retropubic urethropexy and a cystocele repair. Per the operative report details,"four ti-cron sutures were placed and into this the prolene mesh graft was attached. The posterior vagina was then developed down to the reflection of the pelvic floor and in a rectangular fashion 8 sutures were placed along the posterior aspect of the vagina and to these sutures the mesh graft was attached." Attorney alleges unspecified adverse patient outcomes associated with use of device.